Event description:
It was reported that a patient expired after unlocking the device and turning it up to 180 ppm. It is believed that the patient thought the device was a tv remote control and unlocked it by pressing the menu key. Further information has been requested and will be reported if obtained.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Without a device serial number, the manufacturing date cannot be determined. Based on the complaint, there was no evidence of device failure. However, there is indication of device misuse. The device was operating as designed.